Event description:
It was reported that the iab was inserted subclavian and had been in use for approx 5 days when a balloon rupture or broken central lumen was suspected. The iab was exchanged. There were no reported pt complications.